Manufacturer narrative:
This supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on the provided medical record. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient had vast comorbidities (e.g. End-stage renal disease (esrd) on hemodialysis, artery disease (cad), etc.), which are known factors that may increase the risk of early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 4 years and 3 months after a transfemoral tavr procedure to implant a 23 mm sapien 3 ultra valve, it was noted that the valve is "failed." Per additional information received, the patient was admitted with non-st-elevation myocardial infarction (nstemi), new heart failure with reduced ejection fraction (hfref), and was being evaluated for possible aortic valve replacement. A left heart catheterization performed revealed non-obstructive coronary artery disease (cad) which was successfully treated with shockwave lithotripsy. Recent echocardiogram performed had reported a mean gradient of 47 mmhg. The patient was on ICU and suddenly developed a bradycardia, then pea arret. CPR was started; the patient was intubated. The patient passed away despite multiple resuscitation efforts performed. The physician suspected the event was related to valvular myopathy due to severe bioprosthetic valve stenosis.

Manufacturer narrative:
Investigation is ongoing.